Event description:
The customer reported that his bg levels continued to rise despite multiple bolus attempts; high readings ranged from 252-386 mg/dl over the course of a day. No alarm or other product issue was reported. The pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.